Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2015 the consumer reported they no longer have a pump. It was removed in april due to an infection. Further follow up was done to determine drug information, patient history, and if the infection had resolved.